Manufacturer narrative:
Citation: pereira et al. Impact of mechanical mitral prosthesis on transcatheter aortic valve implantation procedure. Revista portuguesa de cardiologia. Jan 2026; vol 45, iss 1, p 43-45. Doi: 10.1016/j.repc.2025.08.005. E-published 10 nov 2025. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 82-year-old female patient with a previously implanted mechanical mitral valve (mmv) who presented with symptomatic severe aortic stenosis. Subsequently, the patient underwent implant of a medtronic 26-mm evolut pro bioprosthetic aortic valve. During attempted positioning within the aortic annulus, the valve dislodged several times. The valve was then successfully placed in a lower position but showed evidence of frame under-expansion. Post-dilatation was not performed due to potential risk of disruption of the mmv. A post-procedure transthoracic echocardiogram (tte) showed moderate paravalvular leak with normal transvalvular gradients. At a one-year follow-up, the valve was noted with mild paravalvular leak and normal transvalvular gradients. No further information was provided pertaining to medtronic products.